Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: d314trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The lead had defibrillator testing done and the lead thresholds came back normal. No other issues with the lead described during follow up. No reprogramming or repositioning was done. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.